Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as the balloon catheter was inserted in the sheath, air ingress occurred. The case was completed with cryo. The patient was then diagnosed with a stroke. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. Additional information indicated that a medication was administered to treat the epilepsy. The patient experienced numbness of the left hand, and a computed tomography (CT) scan was performed, which confirmed the stroke. It was also reported that the sheath was used with the balloon catheter when the air ingress occurred.

Manufacturer narrative:
Event summary: multiple clinical issues were encountered during the procedure. (Air ingress, seizure and stroke). The balloon catheter 2af284/ 83165 was not returned for investigation. In conclusion, this is a case related to clinical issues (air ingress, seizure and stroke) encountered during procedure. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.